Event description:
Spontaneous communication from (B)(6) (medical assistant for doctor's office) and she stated that the patient infused on wednesday ((B)(6) 2022) and when she got to the third syringe of hizentra, the tubing felt loose and medication would not come out. The tubing disconnected and the medication got everywhere. Patient was unable to finish infusion and missed the dose. Unknown if the doctor office still has the defective device on hand. Unknown if any other adverse event occurred. No other information reported. Indication: common variable immunodeficiency, unspecified. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Unk; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? No; medline industries, inc.; reported to (B)(6) by health professional.